Manufacturer narrative:
After further review, there is no reportable malfunction with the current information reported. The MDR was filed in error. There will be no supplemental reports filed.

Manufacturer narrative:
Submit date: 10/5/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump is not pumping fluid. A request was made to the customer for additional information and the customer stated that there is no additional information available.